Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received several shocks for a rapid conducted ventricular tachycardia (vt) rhythm at 220 beats per minute (bpm). The patient's arrythmia initially occurred in the monitor only zone at 160 beats per minute (bpm) and accelerated into the ventricular tachycardia (vt) with therapy at 190 beats per minute (bpm). This rhythm acceleration successfully delivered therapy to the patient without any adverse patient effects. The device was reprogrammed due to the patient's condition of a fast heart rate. Remains in service.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.